Event description:
Event description guidant received information that during a device replacement procedure this lead was found to be fractured in the area of the subclavian. The end of the lead was in the right ventricle and was difficult to explant.